Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for unknown indications. It was reported that the patient had a recent admission to the hospital for unknown reasons, where a neurosurgeon thought his catheter might be leaking. After being discharged, the patient's hcp performed a dye study and no issues were found. The catheter was intact. The hcp believed there was a pocket of fluid in/near the pump pocket and planned to drain it. It was unknown when the surgical intervention would occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.